Manufacturer narrative:
An attempt to reproduce the reported event using was not necessary as the investigation of the logs revealed the root cause of the issue. This issue is confirmed. The cp mobile software successfully adhered to the specified requirements and performed in accordance with the expectations specified in (B)(4). A corrupted packet received from the pump was caught by the carelink validation checks. The carelink requirements document is listed below under ""sw requirement doc. After conducting a thorough investigation, we found that the snapshots were failing to upload to carelink due to parsing errors. There was a mismatch of upload packet decryption sequence which was caught by carelink, and the pump was sending corrupted data, as evidenced by an instance of the descriptor type in the payload being of value 23, when only 0, 1 or 2 was expected. An investigation of the carelink system was also conducted, where it was found that no errors were occurring that would cause snapshot upload failures. After the pump was replaced, the user was then able to successfully upload data again. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: the cause of the snapshot upload errors has been identified as the result of a corrupted packet sent by the pump. Since the replacement of the pump, the issue seems to be resolved. Please raise a new ticket with same svn if issue persists. No action needed from customer at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced upload error, loss of communication between mobile application and carelink. The customer reported no adverse event. The event involved product(s) mmt-6101. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.